Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: shaver piece broke off probable root cause: inadequate window profile inadequate welding process (i.e. Plasma, inductive, gluing) improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag the failure mode will be monitored for future reoccurrence. H3 other text : 81

Event description:
It was reported that the device broke during procedure. All pieces were retrieved.